Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported on (B)(6) 2026 that patient was hospitalized on (B)(6) 2026 due to diabetic ketoacidosis. At time of hospitalization, blood glucose level was 284 mg/dl. The patient was treated with insulin drips, pump and manual injections. The length of hospitalization was less than 24 hours. The significant event leading to admission was that the patient lost consciousness (passed out). Symptoms reported at the time of hospitalization included confusion, feeling sick/unwell, flu-like symptoms, headache, fatigue/weakness, altered vision/vision changes, extremity pain/cramps, and increased thirst.